Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 182 mg/dl. Troubleshooting was performed and noticed received broken force sensor alarm. Customer states pump was not exposed to a high magnetic field. The customer was advised the insulin pump requires replacement and to discontinue use of the pump. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.